Event description:
It was reported via repair work order that the litter was leaning due to bent jacks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the litter was only leaning 5 degrees, which would not be likely to result in a patient falling off of the litter and this event is not likely to result in serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the litter was leaning due to bent jacks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.